Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the ins moved over 2.5 inches. The patient does not know if it is implanted correctly and that is why stimulation bothers her when she lays down. An x-ray was performed (B)(6) 2019 and it was determined the ins had moved. The patient was scheduled for revision (B)(6) 2109. No further complications were reported/anticipated.